Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was difficult to advance in the catheter lumen, then it became stuck in the lumen, the guidewire lumen of the catheter bent abnormally, and the patient experienced minor tissue damage. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was advanced out of the sheath for its first deployment in the left atrium (la). An attempt to advance the guidewire out into the left inferior pulmonary vein (lipv) was made when it was found that the guidewire was difficult to advance. The catheter array was deployed when it was noted that the guidewire felt stuck. The entire system was retracted into the sheath and removed from the body to replace the guidewire. After removal test deployments were performed, and it was found that the guidewire lumen at the distal end of the catheter bent out abnormally. The catheter and guidewire were replaced and the procedure was completed. The device is not expected to be returned for analysis due to disposal.